Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to an alert indicating no insulin delivery for approximately six hours after two back-to-back low glucose events recorded on the ilet (about 40 mg/dl followed by 69 mg/dl), with glucose later trending to 110 mg/dl and a fingerstick of 103 mg/dl upon waking; the no-delivery period was attributed to automated suspension following hypoglycemia, and the device subsequently resumed basal delivery and functioned. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral glucose as medication-level intervention. Investigation included communication with the user and analysis of information provided by the user and internal reports. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement and no additional findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.